Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, sensing issues as well as loss of capture (loc). As a result the lead was electrically abandoned. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.